Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a syringe scale error. To aid in the investigation, six samples and one photo were received for evaluation by our quality team. All the samples came with no packaging blister. A visual inspection was performed and no defects or imperfections were observed. Samples were tested for volumetric accuracy finding them all acceptable. The photo provided shows one of the samples received next to a syringe that has printed on the syringe barrel "single use..." This is a different syringe than the one received and it origin is unknown. A device history record review was completed for provided material number 302830, lot number 1053978. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe scale markings were off. The following information was provided by the initial reporter: "syringe scale error".